Event description:
It was reported that device was over heating and failed to calibrate. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review visual inspection found the enclosure to be dirty and scuffed, water reservoir stained, drain fitting rusted, and pole clamp is damaged. Device underwent functional testing by filling device tank with water, attaching temperature check and powering it on. The reported customer complaint was confirmed as a result of a faulty pcb board. The problem source however has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.